Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to working power using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Caller followed instructions to leave pump connected to a confirmed working outlet for at least 30 minutes and tried a different wall adapter without success, technical support arranged shipment of replacement charging cable and wall adapter with two-day shipping, advised customer to contact doctor or pharmacy for multiple daily injections if pump battery depleted before supplies arrived, and customer support attempted follow-up calls and left voicemail while caller requested immediate replacement pump under warranty.